Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a tcar procedure, a dissection was caused during insertion of the arterial sheath of the neuroprotection system (nps). Additional unplanned stents were used to cover the dissected area. The procedure was completed successfully with no health consequences or impact to the patient.